Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported issue found in the event history log, ehl. Three separate delivery accuracy tests were performed to investigate the reported issue and it was confirmed. The pump was found to be over delivering. No lcd lens damaged could be found but broken front case on the top of the lcd was found. It was recommend that the expulsor to be trimmed down to bring the delivery accuracy closer to nominal of a range and to replace the front case assembly including the lcd lens.

Event description:
It was reported that a smiths medical pump fails acc -9.6%, lens damage. No adverse patient effects were reported.